Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Two 3x110 apex pins tips broke off in patients left tibia when inserting pins to be used for navigation trackers, all broken parts retrieved from patient. Part number: 5038-2-110 lots (v05917 and v15749). Case delay: 10 minutes. No implants available for return per hospital policy.